Manufacturer narrative:
Only the used device was returned, loose in a large biohazard bag with the extra labelling set. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. There appeared to be dried blood at the tip. The plunger has been retracted to mid-nozzle. There was no damage observed to the barrel, load area, lens loading door, nozzle, or the tip. The blue plunger removed and evaluated. There was no damage or abnormalities noted. The plunger was reinserted into device with no problem found. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. Only the used device was returned. No damage was observed to the device or the plunger. The reported complaint of "injector failure" was not specified. The plunger was retracted upon return. The plunger position relative to the lens during delivery cannot be confirmed. It is unknown if a qualified viscoelastic was used. The instructions for use IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation the injector had failed. The tip was in contact with the patient. The surgery was completed with a back up lens in the same procedure. Additional information has been requested.